Event description:
The customer reports experiencing difficulty attaching the hub of the i.v. Catheter to a needleless connector. The reporter stated this posed a potential blood exposure risk and the possibility for patients to experience additional pain from the i.v. Catheterization process; though no actual adverse medical sequela was reported.

Manufacturer narrative:
Evaluation summary: three unused samples were returned for evaluation. Visual inspection of the catheter hubs revealed distortion to the hub ears of the luer. The luer is molded from a semi-rigid material. The deformation noted to the hub ears occurred during the customer's use testing. Due to the condition of the returned samples, functional testing was unable to be performed; as such no conclusion could be drawn from the returned samples.